Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11526r63, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 274mcg/day via an implantable pump. The indication for use was intractable spasticity and head/brain injury. Following a pump replacement on monday (B)(6) 2015 the patient began to feel withdrawal symptoms and was severely spastic. A dye study was attempted on (B)(6) 2015 and the catheter could not be aspirated. The connection was looked at under fluoro but they were unable to tell if there was a problem with it. The healthcare provider was going to take the patient into surgery the day of the report to look at the system and connection. During the surgery the physician was able to aspirate the catheter. The catheter/ pump segment were still connected. Pertinent medical history, other medications the patient was taking at the time of the event, the results of the surgery, the cause of the inability to aspirate the catheter, the cause of the withdrawal symptoms and severe spasticity and the outcome not were reported. Further follow-up had been conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Update 2015-11-05: the pump was replaced on (B)(6) 2015 and then four days later the patient was taken back into the operating room (or) because he was suffering from obvious signs of withdrawal, though not full blown withdrawal. It was determined there was a blockage at or near the pump catheter connection. Preservative free saline was used to flush the lines and was able to return the system to a free flow. The blockage was not complete as the patient was still getting some medications and there was no pump issue as it was dispensing medication as expected. The patient was given a slight bolus to correct the withdrawal symptoms and he recovered fine without any issues and was receiving effective therapy to date.